Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received multiple error alarms. The customer¿s blood glucose level was unknown. The customer reported that the self-test was performed and finished. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted during testing. Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error test, reset time or date anomaly after change battery noted during testing. (B)(4).